Event description:
It was reported that a pump has an "occlusion sensor problem." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "occlusion sensor problem" caused by cracks in the upstream sensor assembly. The upstream sensor assembly will be replaced.